Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2010 due to infection. All components were removed and replaced with cement spacers. Patient underwent reimplantation on (B)(6) 2010. It was further reported patient underwent a revision procedure on (B)(6) 2011 due to infection. All components were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2014-05879 / 05884).